Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump did not accurately keep time, with a 10-12 minute discrepancy even after adjustments. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.